Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their levels have been fluctuating. The customer states their sensors were reading 77mg/dl and 50mg/dl. The customer states their blood glucose levels were 126mg/dl and 145mg/dl. The customer states the device had been going into threshold suspend. The customer declined to troubleshoot the device.